Event description:
Customer claims he was burned while using (B)(6) hot cold clay based multi purpose therapy wrap. Claims he placed the pack on his face and the clay fell onto his face, and burned his left ear and right hand, creating burns.